Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Lt was reported that the procedure was to treat a lesion located in the left anterior descending (lad) coronary artery that was heavily calcified, moderately tortuous and 95% stenosed. The 4.0x33 mm xience sierra stent was advanced but failed to reach the lesion and due to the heavy calcification, the stent fractured and deformed. There was no reported adverse patient effect and no clinically significant delay in the procedure. A new device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported stent break was not confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and material deformation appear to be related to circumstances of the procedure. A conclusive cause for the reported stent break could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.